Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of bands damaged. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the device was returned without the ligator housing. The handle has evidence that the trip wire was secured. No problems with the device were noted. The reported event of bands damaged cannot be confirmed as the ligator housing was not returned. Upon analysis of the returned component, the handle had evidence that the trip wire was secured. The ligator housing was not returned; therefore, it is not possible to determine if this part had any sort of damage that could have affected the bands deployment. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat varicose veins performed on (B)(6) 2025. During the preparation, it was noticed that the bands were broken. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat varicose veins performed on (B)(6) 2025. During the preparation, it was noticed that the bands were broken. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of bands damaged.